Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had proceeded forward with the on-screen prompts to load a cartridge prior to the cartridge being loaded onto the pump. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was impacted 276 mg/dl. Reportedly, the customer would deliver a bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.